Manufacturer narrative:
Date rec'd by MFR: 15nov2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer to update software to 2.30 software. Provided customer with sb86600173b, rev a user manual, rev k service manual, and the 2.30 software. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019.

Event description:
The customer reported error frequent patient disconnects. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.